Manufacturer narrative:
Initial MDR 1219913-2023-00177 was filed on 25-aug-2023. Correction: section d3: manufacturer name and address has been updated. Additional information - 20-nov-2023: the customer reported a falsely elevated discordant result on the immulite 2000 xpi hcg assay with kit lot 476. On (B)(6) 2023, a 13-year-old female patient initially resulted 81.7 u/l and when repeated on the immulite 2000 and an alternate method the results were <1 u/l. In both cases, the lower repeat results were correct. Troubleshooting by the customer included performing a water test which was negative for contamination. Service was dispatched and preventively replaced the centrifuge station, vacuum pump, water trap tubes, both pipettes and decontaminated the system. These are considered standard service actions for an issue of this nature. Siemens is unable to rule out preanalytical handling including possible presence of fibrin as the cause of the falsely elevated results. No further evaluation is required. In section h6, the investigation finding and investigation conclusion codes were updated.

Manufacturer narrative:
The customer reports observation of a discordant elevated patient result for a female patient sample when running immulite 2000 xpi, hcg assay lot 476. The initial result was reported to the physician(s) who did not question the result. The same sample was repeated on the same immulite 2000 xpi instrument and a lower result was obtained. The customer service engineer (cse) replaced the centrifuge station, vacuum pump, water trap tubes and both pipettes after reviewing the list of errors. The instrument was decontaminated twice, once with diluted bleach and once with caustic soda and left under observation. The limitations section of the immulite 2000 hcg instructions for use states: "for diagnostic purposes, the results obtained from this assay should always be used in combination with the clinical examination, patient medical history, and other findings." Siemens healthcare diagnostics is investigating.

Event description:
The customer reports observation of a discordant elevated patient result for a female patient sample when running immulite 2000 xpi, hcg assay lot 476. The initial result was reported to the physician(s) who did not question the result. The same sample was repeated on the same immulite 2000 xpi instrument and a lower result was obtained. There are no allegations of patient harm, changes in treatment, or delay in diagnosis in association with the observed discordant hcg result.